Event description:
It was later reported that, on 2015-(B)(6), the patient¿s pump malfunctioned. The pump completely emptied/overinfused 5 days before the alarm and the patient went through cardiac arrest. The patient had to have cardiac catheterization done.

Manufacturer narrative:
Analysis of the pump revealed no anomaly, the pump passed dispense testing.

Event description:
It was reported that, on (B)(6) 2015, the patient when to the facility where his pump was ¿administered¿ and he had a blood pressure of 220/110 and, at times, 240/120. The patient told his healthcare provider (hcp) that he felt something was wrong and that he was having severe abdominal pain. The patient was diagnosed with a hernia and sent home. The following day, on his alarm date, the patient went in for a refill. On the way there, his heart stopped beating and his caretaker was able to get him going again. It was noted to be a 60 mile drive. About 40 minutes into the drive, the paramedics were called and picked the patient up. The patient was taken to the wrong hospital. An hour went by before the patient go to the correct hospital. The hcp couldn¿t access the catheter port with a regular needle and had to use a smaller needle. Once they finally pushed the smaller needle into the pump, fluid pushed back into the syringe and there was no fluid. It was determined that the pump ran dry. It had been dry for approximately 4-5 days because the patient started experiencing ¿all of these symptoms¿ on (B)(6) 2015. The patient¿s personal therapy manager (ptm) showed an alarm date of (B)(4) 2015. The patient¿s hcp told him that he missed his refill date and the patient stated that he was there on (B)(6) 2015. Per a different reporter, the patient did not follow refill dates as advised and, as a result, was admitted to the hospital. As soon as the pump was refilled with dilaudid on (B)(6) 2015, the patient¿s blood pressure decreased down to 170/110. The hcp had to go in and do a ¿cath lab¿ on the patient¿s heart because of the enzymes that the heart releases when there was heart damage (troponin). The patient¿s heart sustained some damage and he was cleared from the cath lab and it was just a ¿bump in enzymes¿ and no damage could be found to the patient¿s heart. The patient planned to see another heart specialist at a later date. The patient¿s pump was replaced on the report date because the physician felt that it was appropriate, given that the patient was in the operating room (or) for a dye study and the pump did not have much life left anyway. However, battery depletion had not yet occurred. The conducted catheter dye study indicated that the catheter was fine with no issues. The physician wanted the pump returned to the manufacturer for analysis to rule out that the pump was not functional although there were no signs to indicate that the pump was not working properly. However, the patient wanted to know why the pump malfunctioned. At the time of this report, the patient status was indicated to be ¿alive-no injury¿. As of (B)(4) 2015, as far as the manufacturer representative knew, the patient was doing fine. The device system was used to deliver baclofen 750mcg/ml at 168.64mcg/day, dilaudid 10mg/ml at 2.249mg/day, and marcaine 12mg/ml at 2.698mg/day. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
..

Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial# (B)(4) implanted: (B)(6) 2006, product type: catheter. Product ID: 85 90-1, lot# n216776, implanted: (B)(6) 2009, explanted: (B)(4) 2015, product type: accessory.

Manufacturer narrative:
(B)(4)